Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s blood glucose level at the time of incident was 423 mg/dl and the another blood glucose was 400 mg/dl. Customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Auto mode feature active and automatically adjusting insulin at time of high blood glucose. Customer does not allege pump was under delivering. The device will be returned for analysis.